Event description:
It was reported that the universal keyless drill attachment seized during surgery each of the last two times in use. There was no harm, injury, extended surgical time, or medical/surgical intervention. An alternate device was immediately available for replacement to complete the planned procedure. This MDR is being submitted to report one of two incidents associated with this device. Refer to MFR report number 1526350-2013-00197 for the add'l incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.